Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device, but could not reproduce the failure anymore. The device was tested in heat and cold and the internal pcb assemblies were checked under a microscope. No malfunctions were observed. More than 1200 test charge and defibrillation cycles were performed with the device. Proper device operation was observed through functional and performance testing. A replacement device was provided to the customer under warranty.

Event description:
It was initially reported to a physio-control service representative that the customer¿s device was used during a test with a test load and then had the service indicator on. The device had logged an event code into the service log that was indicative for a shock not being delivered after charging energy. During further evaluation it was observed that when this event code was logged into the memory, the device would be unable to deliver a defibrillation shock. It was observed that when the device had charged and the shock button was pressed, the service wrench indicator turned on, the message ¿disarming¿ appeared and the device could not deliver a defibrillation shock at that point. After that, the device would charge and shock defibrillation energy normally. There was no patient use associated with the reported event.